Event description:
Following extubation after tavr, right side weakness and speaking difficulties were noted. The patient did not show improvement within 2 days post tavr and was diagnosed with a stroke. Per medical records review, the transapical tavr procedure was performed in standard fashion. Following bav with a true dilatation balloon, a 23mm sapien valve was deployed. The transesophageal echocardiogram demonstrated excellent position of the valve with trivial aortic regurgitation. It was noted the valve profile and position were excellent. Following the procedure, the patient was transferred in stable condition, intubated. The patient tolerated the procedure well and no complications were noted during the procedure. Following extubation, right side weakness and speaking difficulties were noted. A CT scan performed 1 day post tavr demonstrated mild atrophy and deep white matter ischemic changes were noted. No gross infarct, hemorrhage, mass or extra-axial fluid collection was otherwise noted. A carotid ultrasound done the same day noted minimal carotid plaque with no significant stenosis bilaterally. A second CT scan preformed 3 days post-tavr demonstrated. Mild volume loss and moderate periventricular and subcortical deep white matter ischemic changes were noted. The left temporal lobe and left periventricular region, and left centrum semiovale region showed an area of focal edema, hypodensity, worrisome for an area of ischemia or acute infarction. No acute infarct, hemorrhage, mass or extra-axial fluid collection was noted. The discharge summary describes the post-operative course as being complicated by a small embolic stroke to the left periventricular parietal area resulting a broca¿s aphasia and right upper extremity weakness, and noted that the patient continued to improve and was discharged home.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, in addition to the procedure itself, the patient¿s age, gender ((B)(6) female), severely calcified aorta and other co-morbidities may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.